Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged the keypad buttons were thinning prior to the up arrow, down arrow, contrast, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up # 1 date of submission 9/29/2017. Device evaluation: the device has been returned and evaluated by product analysis on 8/30/2017 with the following findings: during testing, it was observed that there was moisture corrosion under the "up, "down" and "ok" keypad buttons and the buttons were under responsive to user presses. The pump was opened and there was no moisture observed. The initial complaint was confirmed during investigation. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and contained corrosion and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.